Manufacturer narrative:
The customer reported image artifacts on scanned images. There was no report of misrepresentation as a result of the artifacts. The philips field service engineer (fse) visually inspected the system, checked the raw data, and completed air calibrations to confirm the reported issue. The fse found a damaged compensator in the a-plane collimator as the cause of the image artifacts and replaced the a-plane collimator to resolve this issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.